Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a hand injury. The event was assessed as not related to the device or a procedure. Medication was administered or adjusted and the event resolved.